Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a worn main keypad assembly.   There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that the shock button on the main keypad assembly only responded when pressed intermittently.

Manufacturer narrative:
Physio-control replaced the main keypad assembly to resolve the reported issue.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed main keypad assembly and observed that the shock button was physically damaged and would not respond when pressed.